Manufacturer narrative:
(B)(4). Date sent: 11/24/2020 d4: batch # u5cw78 investigation summary the analysis found that one psee60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. An ecr60w reload was received partially fired and loaded in the device. The bailout system was reset and then, the device was noted to be nonfunctional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. No functional testing could be performed due to the returned condition of the motor. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. One possible cause for this condition may be the exposure of cleaning solution. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot/batch number and no non-conformance were identified.

Event description:
It was reported that during a the firing in a right hemicolectomy procedure, while firing, the stapler stopped working. The battery had run out and the blade could not go back completely, also when using the reverse button. We used the manual override to unlock and open the jaws. The gun, after the first correct shot and after being reloaded, reinserted in the trocar and already positioned in the bowel, after having fired, no longer brought the blade back completely, as if it no longer received power from the battery. At that point, an attempt was made to activate the reverse button (without any movement by the stapler). At first impression, it seemed that the battery no longer activated the stapler and they unlocked the device with the manual override. To finish the operation, a new gun had to be opened and a refill (a second stapler had to be opened to complete the surgery). Surgery was delayed by ten minutes however surgery was successfully completed. There were no patient consequences.